Event description:
New information was received, that during the device change out procedure, this lead was repaired and reused with the new device.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited high out of range impedance measurements of greater than 2000 ohms. The configuration was changed and the impedance measurements were lower which could indicate a ring electrode fracture. The patient will be monitored. To date, there have been no adverse patient effects reported. New information was received stating that this lead also exhibited loss of capture. The lead will be explanted when the device is replaced.

Manufacturer narrative:
--

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.